Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect following a refill session: for the past "couple days" the pt could not get out of bed and experienced nausea and severe back pain. During pump refill procedures the pump usually had 4 cc, but "this time read 16 cc." The pt planned to visit the hcp (healthcare professional) if symptoms worsened. The pump medication was no reported. Additional information has been requested, but was not available as of the date of this report.